Event description:
It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the device "didn't fire." The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.